Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Man. Report number 1627487-2019-10162. It was reported that the patient lost therapy due to lead migration. In turn, surgical intervention was undertaken wherein first lead was replaced, and second lead was repositioned to capture the pain target. Effective therapy was restored after procedure.